Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: this is an analysis for a photo submitted for evaluation. During the visual analysis, the following was observed: the photos show a dermabond prineo 22cm msh adhesive apparently with a broken ampoule. The picture is not clear to determine the failure mode. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported pre-op to the unknown procedure on an unknown date in 2023 topical skin adhesive was used. Upon taking the package off the shelf, it was noticed that the vial had broken inside the package and leaked, causing questionable sterility. There was no patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: the stock of the lot was checked, and this appears to be the only incident. Attempts to obtain the device have been made. Learned on 4/3/23 that the customer disposed of the product. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Please advise if the lot number is known? No product available for return. Note: events reported on mw# 2210968-2023-02638. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Please advise if the lot number is known? The lot number is unknown and the product was discarded by account. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information : photo received and pending analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.